Manufacturer narrative:
Na

Event description:
The customer reported that when the device's power cord was plugged into the wall outlet, the power cord started to spark. The customer reported the ventilator was in use on a pt and there was no pt harm. The respironics svc tech confirmed the receptacle end of the power cord was arcing inside the plug. The svc tech replaced the power cord to correct the problem. Final testing was performed and the unit passed all tests per specs.